Event description:
Approx two years and three months post index procedure, the pt complained of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed in the cyphers. Aspiration and plain old balloon angioplasty (two balloons at 8-10 atm) were conducted to treat the thrombus. The pt had a de novo lesion in the proximal to mid left anterior descending branch. The lesion was type c, eccentric, bifurcated and calcified. The pt went in for an elective case in 2005. Pre-dilation was conducted with a balloon at 10 atms for 30 seconds. Then a 2.5 x 18 mm cypher stent was implanted, a 3.0 x 18 mm cypher stent was implanted proximal to the first cypher and a 3.0 x 23 mm cypher stent was implanted proximal to the second cypher. All of the stent were implanted at 15 atm for 60 seconds. The three stents were overlapping each other. The residual percentage of stenosis was 0. The pt's medications include the following: aspirin (pre, intra and post procedure), ticlopidine hydrochloride (pre, intra and post procedure), cilostazol (post procedure) and heparin (intra procedure). The physician commented that the possible cause of the thrombotic event was that ticlopidine hydrochloride was stopped and the stent was under-dilated.

Manufacturer narrative:
Pleas note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01791, 9616099-2007-01792, and 9616099-2007-01793. Additional information will be submitted upon 30 days of receipt.